Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the patient sample for investigation. During the investigation, erroneous ft3 results were identified between the customer's e602 analyzer, a centaur analyzer, an e170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 reagent lot number used at the investigation site was 183221 with an expiration date of 01/01/2016. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.